Manufacturer narrative:
Concomitant product: vedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's chronic right atrial (ra) lead had high thresholds in the past, no capture, undersensing p waves in both unipolar and bipolar modes and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.